Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic region / pain'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for birth control: oral contraceptive pill from 2003 to 2007. Past adverse reactions to the above products included: pregnancy with oral contraceptive pill. On (B)(6) 2010, the patient had essure inserted. In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no complications or problems that occurred at the time of your essure placement procedure. She did not claim that essure worsened, a previously existing injury/condition. Four coils on the left. 2 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region / pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive pill from 2003 to 2007. Past adverse reactions to the above products included pregnancy with oral contraceptive pill. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no complications or problems that occurred at the time of your essure placement procedure. She did not claim that essure worsened a previously existing injury/condition. Four coils on the left. 2 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case became serious incident and medically confirmed. Essure removal details and reporter information was added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.